Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician noted deteriorated foam. Additionally, the service technician also noted an error code 25 (err_drift_flow_too_high) present. Dust/dirt contamination was present in the device. The device was scrapped by the service center after the evaluation was completed.